Event description:
It was reported that the customer was transported to the emergency room by ambulance and subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 500 mg/dl, vomiting and ketones, that were identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin and anti-nausea medication. The customer was released with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.